Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. Further clarification was reported regarding the revision that patient was not getting stimulation in the appropriate area. It was determined a lead revision would be necessary. The revision was performed on (B)(6) 2017. The revision was not related to the coupling issue. The issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having a coupling issue. The recharger belt had not worked for the patient so they had not used the recharger belt. The patient tried repositioning the antenna and the antenna locate feature. The patient was then able to get 6-8 coupling bars, however it was unclear if the patient was able to maintain 6 coupling bars. It was recommended that the patient follow up with their healthcare professional and adhesive discs were sent. The caller also reported that they were not feeling stimulation and there was pain around the implant site. No further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: pnma01411a004, serial# unknown, product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had a revision done. No further complications were reported or anticipated.